Manufacturer narrative:
The battery and transmitter associated with this complaint were not returned to the manufacturer for analysis. As a result functional testing was unable to be performed. However, available programmer logs and battery performance curves were reviewed to assess the cause of failure. Loss of communication with the transmitter is suspected to be due to premature battery depletion. This conclusion is supported by the absence of changes in qrs morphology despite increased co-implant rv pulse width, suggesting the transmitter was nonfunctional at the time of observation. Battery performance data from the previous follow-up on 29-nov-2024 showed that the battery voltage curve dropped well below the minimum voltage trendline, a pattern typically associated with elevated current draw or abnormal energy consumption. Further analysis revealed a substantial discrepancy between energy-based, and voltage based estimated remaining capacity (erc). On 29-nov-2024, the energy-based erc was 77%, while voltage-based erc was approximately 23%, indicating a 54% variance. By 18 august 2025, the energy based erc algorithm predicated 65.3% remaining capacity, however, the battery has been depleted. This suggests a failure mechanism consistent with excessive current leakage, most likely across the kyroflex feedthrough a known mechanism of premature battery depletion.

Event description:
During a routine follow-up on 18 august 2025, it was noted that communication with the wise crt system could not be established. In accordance with standard protocols, the patient's co-implant right ventricular (rv) pulse width was increased from 0.4 ms to 1.0 ms while continuously monitoring a 12-lead ECG. No change in qrs morphology was observed during this intervention.the physician reviewed potential management options with the patient to determine appropriate next steps. No adverse patient sequelae were reported.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.